Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction to b5.

Event description:
Additional information was received stating that the patient's leads were not explanted, leads were disconnected from the ipg and remail implanted.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2024-07896. It was reported the patient's leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 during which the existing leads were explanted and replaced to address the issue.